Manufacturer narrative:
No device return anticipated. Concomitants: 201-78-14 - holding pin headless sharp point long 4pk - 2349147; 201-78-15 - holding pin mini sharp point 4 pk - 3939020; 200-02-29 - three peg patella 29mm - 4161153; 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t - 4251266; 02-010-01-0340 - logic femoral ps cem right sz 4 - 4268836. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal filing, that a male patient underwent revision surgery approximately 6 years post initial implant on (B)(6) 2021 to remove optetrak tka system implants that were implanted in 2016 on the right side. Implants revised due to their subsequent failure. They were replaced with another joint replacement system. No other information provided.

Manufacturer narrative:
H6: the revision reported may have been the result of malalignment between the femoral and tibial components, instability, third body wear, patient-related conditions, or any combination of these possibilities, which led to wear of the tibial insert and possible femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
The patient did well following the initial procedure, but developed pain, swelling, and ¿crackling¿ in both knees in 2021. They replaced the femoral and insert and swapped to a ¿cc¿ system. Summary of patients provided in a power point presentation: ¿ the vast majority (>90%) of patients are not experiencing symptoms. ¿ symptoms include pain, swelling, instability, ¿crackling,¿ and posterior knee / calf mass. ¿ signs include effusion, ttp, stiffness, instability. ¿ radiographic features range from completely normal to gross polyethylene thinning, osteolysis, implant loosening, and soft tissue mass. ¿ surgical findings include complete loosening of polyethylene component with pristine cement mantle, synovitis, osteolysis, and polyethylene pitting / delamination.